Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted (B)(6) 2015.

Event description:
It was reported that the patient was pre-syncopal. Remote transmission noted that the left ventricular threshold measurement had increased. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.